Manufacturer narrative:
The investigation determined that higher and lower than expected vitros phyt quality control results were obtained from a single vitros tdm pv iii fluid and a single level of non-vitros biorad immunoassay plus controls using two different vitros phyt slide lots tested on a vitros xt7600 integrated system. The most likely assignable cause of the event was an instrument related performance issue. An ortho field engineer went on site and replaced the slide align guides as they were worn, replaced worn incubator wear pads, cleaned the pm and rt/cm incubators and hotplate, cleaned all transport blades and assemblies, and performed all necessary adjustments and replaced the immunowash pump. Acceptable performance was obtained after the service actions were performed. A review of calibration data determined a review determined some calibrations were atypical, however the event was not likely calibration driven as unexpected results were obtained on both typical and atypical calibrations. While there was no report of affected patient samples, the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to recur undetected.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report both higher and lower than expected vitros phyt quality control results were obtained from a single vitros tdm pv iii fluid and a single level of non-vitros biorad immunoassay plus controls using two different vitros phyt slide lots tested on a vitros xt7600 integrated system. Vitros phyt slides, lot 2626-0186-6657 vitros tdm pv iii lot x1172 phyt results of 38.6, 39.4, 38.6, 39.3, 35.9, 34.7, 39.1, 37.7, 36.4, >40.0, 39.9, 38.1, >40.0, 37.8, 37.7, 37.1, 38.5 and 35.5 ug/ml vs. The expected result of 28.1 ug/ml. Biorad lot 85310 l3 phyt results of 15.9, <3.0, 18.1, 16.5, 10.4, 29.5, 31.6, 29.9, 29.2, 28.1, 28.3, 30.7, 31.2, 33.5, 30.2 and 29.8 ug/ml vs. The expected result of 23.48 ug/ml. Vitros phyt slides, lot 2626-0186-6596 vitros tdm pv iii lot x1172 phyt results of 36.2, 37.5, 34.8, 36.8, 37.7, 37.1, 35.4, 38.4, 34.6, 39.8, >40.0, 37.8, 37.5, 38.0, 32.9, >40.0, >40.0 and 35.9 ug/ml vs. The expected result of 28.1 ug/ml. Biorad lot 85310 l3 phyt results of 29.9, 28.8, 32.2 and 16.8 ug/ml vs. The expected result of 23.48 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report of affected patient results and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and (B)(4) and reportability assessment (B)(4).